Manufacturer narrative:
Citation: renner j et al. A retrospective study of conscious sedation versus general anaesthesia in patients scheduled for transfemoral aortic valve implantation: a single center experience. Health sci rep. 2019 jan; 2(1): e95. Doi: 10.1002/hsr2.95. Published online 2018 nov 1. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a retrospective analysis of the feasibility and safety of conscious sedation (cs) compared with general anesthesia (ga) in patients who underwent transfemoral transcatheter aortic valve implantation (tavi). All data were collected from a single center registry between march 2012 and september 2014. The study population included 200 patients (cs group: 92; ga group: 107) and was predominantly female with a mean age of 82 years and mean weight of 76 kg. Of those, 4 patients were implanted with medtronic corevalve transcatheter valves (cs: 2; ga: 2). No serial numbers were provided. Among all patients, 15 deaths occurred within 30 days after tavi. No further details were provided about the deaths. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, stroke, transient ischemic attack, pericardial tamponade, pericardial effusion, acute myocardial ischemia, conversion to open-heart surgery, need for cardiopulmonary resuscitation, new-onset atrial fibrillation, mild to moderate paravalvular leak, vascular complications, and red blood cell transfusion (more than one unit). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.